Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg is near end of service. The patient programmer displayed a low battery message. Surgical intervention may be undertaken to resolve the issue.

Event description:
Further information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced thus resolving the issue.